Event description:
At times feels like plates or screws move in rptr's back, or a knife is in his back. He is uncomfortable almost all the time, flu-like symptoms, depression, irritability, bowel and bladder problems, can't do anything, no one can live with him, he feels like a time bomb, he is totally disabled on social security, he wanted to work another 15 to 20 years, but had to retire. Rptr has taken drugs, cocaine, crank, valium; anything to help him relax. Rptr is taking tylenol #3 and xanax.